Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the scheduling within paceart did not link to carelink. The connected systems gateway (csg) was restarted and data started flowing again. The device remains in use. No patient complications have been reported as a result of this event.